Event description:
Endopath (B)(4) articulating endoscopic linear cutter would close, but would not fire (staple or cut). This was with the first use of this device, which was replaced by a like device that functioned without incident. Reason for use: laparoscopic appendectomy.